Event description:
It was reported that the percupump injector system and injector mounting arm detached from the articulating arm. The tech was able to catch the injector without personnel injury or damage to the equipment. The semi-lunar retaining clip is being sent to e-z-em for investigation. The tab portion of the clip appears to be damaged/missing.